Event description:
It was reported that the patient's precice nail is damaged. The physician revised the precice nail without incident.

Manufacturer narrative:
The nail was not returned for investigation thus no functional testing was conducted. However, images were provided which confirmed that the nai had a fractured crown and cracked housing tube at the crown/distraction rod junction. It is likely that the patient was weight bearing and torsional forces from patient activities may have contributed to the crown failure.